Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) revealed that the reported product problem (primary audible alarm). This alarm was not replicated during testing. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure. The pump passed all the functional tests folllwing preventative maintenance.

Event description:
It was reported the medfusion pump had a primary audible alarm. No patient injury or complications were reported in relation to this event.